Event description:
The pt reported, she has not used her scs system for approx the last three months. The pt recently saw a tv advertisement about sjm products, and stated, she suddenly noticed her ipg area had a discoloration. It was recommended, the pt contact her physician. F/u pending.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.